Event description:
It was reported that, "pt complained of pain, dr. (B)(6) ordered bone scan and it was determined stem was loose. Replaced with larger size."

Manufacturer narrative:
Method - review of the device history records and product experience reporting database. An eval of the devices cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested but not provided. Review of the device history records indicate that all of the devices reported in this event were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events and there have been no other events for the reported lot ID. A root cause could not be determined with the limited info was provided for the investigation. Should add'l info become available, the eval summary will be submitted in a supplemental report.